Event description:
Information was received regarding a cadd cassette reservoir. It was reported that the device resulted in a "no dispense" alarm. It is unknown if there was patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147.a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The samples didn't present any damage, scuffs, pinch marks, cracks, crazing, etc. The cassette was connected to the pump and no disposable pump won't run alarm was activated. The complaint was confirmed. The trend review in no disposable alarm complaint code an escalation was performed to investigate this failure and determine the root cause actions were taken to mitigate the reported issue: no actions taken, all occurrence and detection mitigations are placed in process.